Event description:
A patient was put on ab5000 ventricular assist device for left heart support. The patient showed low oxygen content in his blood. It was determined through a tee, that the surgeon cannulated the right atrium and returned the blood to the ascending aorta, bypassing the lungs. The patient died the following day.

Manufacturer narrative:
Cause of death was incorrect cannulation for left side support. Physician thought he cannulated the left atrium, however, the right atrium was cannulated.